Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 10. Details of surgery: immediate extraction site. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, increased sensitivity and inflammation. No further patient complications were reported.